Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. It was noted that there were no stored episodes at the time of the symptoms and the patient's presenting heart rate was in the 50 beats per minute (bpm) range. The device had a programmed rate cut off at 160 bpm, so it is possible the syncope occurred at a rate below 160 bpm. At this time, the system remains in service. No additional adverse patient effects were reported.